Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-aug-13. It was reported that it appeared that the right lead had either a fracture or a loose connection to the implantable neurostimulator (ins). The patient noted that they removed the faulty wired spot from the programs and that temporarily fixed the problem. Surgical intervention was planned for (B)(6) 2019 to try and fix the faulty connection, so the high impedance issues were not yet resolved. A rep later reported that the cause of the high impedances was not yet determined. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient kept getting the settings not available screen on their controller. The patient had already tried taking the lithium ion battery pack out of the controller, charging the ins, decreasing the stimulation, and using a different group. The patient noted that they never let the ins battery level drop below 40%. The patient reported that sometimes they are able to turn the stimulation up to 4.0 ma, but other times they will be unable to increase. The patient was redirected to their healthcare provider (hcp) and manufacturer representative for reprogramming. Additional information received from a manufacturer representative (rep). It was reported that the patient still saw the settings not available message. The rep checked impedances with contact 8 and everything was > 40k. The patient then applied pressure over the pocket and re-ran impedances and the values returned to normal (around 800). The rep asked if the setscrew just needed to be tightened. It was reviewed that there was no way to be 100% sure of that, but it was something within the pocket causing the issue. The rep said that contact 8 needed to be used in programming for the patient to get pain relief. The hcp said that issue spontaneously resolved. The hcp said it temporarily resolved and they were continuing to troubleshoot.